Manufacturer narrative:
Correction for d10.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited far r-wave oversensing, reduced atrial sensing and a slight pacing impedance variation. X-ray imaging showed that the lead had dislodged. The lead was explanted and replaced. The patient condition was stable.